Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown abg ii modular femoral stem. Additional information has been requested and if received, will be provided in the supplemental report. Device implanted.

Event description:
The patient is noted to be symptomatic in her right hip. The following measurements were recorded at 17 months since index surgery: cobalt - 4.6; chromium - 0.7. Further follow up is planned for this patient.

Manufacturer narrative:
An event regarding elevated metal ions involving an unknown abgii modular device was reported. The event was confirmed. Device evaluation was not performed as no devices were received. Review of device history records could not be performed as the reported device was not properly identified. Complaint history review. A search of the super and chs complaint databases could not be performed as the reported device was not properly identified. Similar events have occurred for the abgii modular product family. These events were determined to be associated with ra 2012-067. Conclusions voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported elevated metal ions is considered to be under the scope of this recall. No further investigation is required.

Event description:
The patient is noted to be symptomatic in her right hip. The following measurements were recorded at 17 months since index surgery: cobalt - 4.6; chromium - 0.7. Further follow up is planned for this patient.